Manufacturer narrative:
Product analysis the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. Battery analysis revealed that the leading cause of battery depletion was because the device had triggered hundreds of shocks after explant due to the leads being left attached and detection left on. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Hybrid analysis confirmed the low battery voltage which was the cause of the no-telemetry/no-output condition. When powered by an external supply, the system current drain was nominal. The device was fully functional throughout the analysis. No battery depletion mechanism, such as high system current drain, was observed. No hybrid anomalies were found. Battery analysis revealed discolored matching spots on an anode and its adjacent cathode were found. Scanning electron microscope analysis confirmed presence of ag(silver), v(vanadium) on separators and on lithium anode, which are the cathode constituents. It is believed that hard cathode particle breached both cathode and anode separators and caused a short, which was accounted for the battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was returned to the manufacturer after being removed due to the patient passing away for drowning. The device subsequently tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.